Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a non calcified and moderately tortuous right coronary artery. Ivus was performed. The lesion was predilated with a 2.25x20mm maverick balloon. The physician attempted to implant a taxus express2 2.5x20mm drug eluting stent, but was unable to cross the lesion. The physician made several passes, but was unsuccessful. The stent delivery system was pulled back into the guide catheter, but the physician felt resistance. After the stent delivery system was removed from the patient, the proximal edge of the stent was noted to be lifted up. The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.